Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed. Method: the actual device involved was returned and is currently under evaluation.

Event description:
User facility reported the inflation line became detached from the tracheostomy tube. No adverse effects to patient reported.